Event description:
The dr inflated a balloon dilation catheter for a femoral angioplasty. The entire balloon ruptured in the artery. The balloon was retained in the artery necessitating retrieval, which extended the surgery time. The balloon was only inflated to 8 atms, and the rated burst is 15 atms.